Manufacturer narrative:
B1: added product problem based on information in the complaint file. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product and data logs returned. Minor bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5 (event description), regarding sequence of events and clinical course. Additional codes were added in h6 (health-effect - clinical code and type of investigation).

Event description:
Ptt was monitored by rn to drop down the therapeutic range. Patient expired on support the next morning and impella catheter was not kept for return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old male received impella support for acs-related cardiogenic shock following out-of-hospital cardiac arrest. The device was inserted according to best practices, using a micropuncture technique. The reported complaints are: 1. A nosebleed that had already started prior to impella insertion. 2. Pink urine, noted by nursing staff, suspected to be related to markedly elevated ptt values (139). Ultrasound indicated flow distal to the impella access site, although nursing staff were unable to detect a doppler pulse in the impella leg. Regarding complaint 1, the nosebleed appears to represent a minor bleeding event that began before device implantation and may have been exacerbated by the anticoagulation required during impella support. The event was manageable with standard conservative measures. Complaint 2 describes findings consistent with hemolysis but without associated clinical harm. As outlined in the IFU, several evaluations should be performed in the setting of suspected hemolysis to determine potential contributing factors. The reduced doppler signals in the limb appear to represent surrogate indicators of diminished pulsatility but not clear limb ischemia. In patients with extremely low native cardiac output, pulses may be absent while impella flow still provides sufficient limb perfusion. The patient¿s death is coded here in a conservative manner; however, it should be emphasized that the death was most likely attributable to the underlying disease with a very poor prognosis and not related to impella support.